Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the lens was mal-positioned. A few days later repositioning of the lens was attempted but was unable to center due to some form of scarring of the bag. The patient was seen again after a month and still the lens was decentered and the vision was 20/200.

Manufacturer narrative:
The reported "mal positioned iol" does not appear to be the fault of the lens. No further information has been provided. The manufacturer internal reference number is: (B)(4).